Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had history pointers failed pump error. The customer was able to clear the pump but did not receive the request to rewind the insulin pump. The customer also received pump error alarm and were able to clear this alarm and complete the rewind process. During troubleshoot for pump error, the insulin pump passed self-test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.